Event description:
It was reported via social media that the patient was experiencing overstimulation even when the device was turned off. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patients spinal cord stimulatior (scs) malfunctioned causing permanent damage to the patients body.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient was experiencing overstimulation even when the device was turned off. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.